Event description:
In 2005, the ER doctors at a hosp questioned several troponin I results on the advia centaur analyzer. Qc material was run in the morning and all levels were in. Time: 07:18, level 1: 1.492, level 2: 1.827, level 3: 2.954. Time: ranges, level 1: 1.1-1.9, level 2: 1.4-2.6, level 3: 2.1-4.1. When the results were questioned later that day, qc's were repeated on this analyzer and all levels were out of range. As a result of the earlier test results, one pt underwent a cardiac catheterization. Initial pt result = 1.18 ng/ml. The samples and qc were run on a second centaur analyzer and the qc was in range and the samples were normal. Repeat pt result on 2nd instrument <0.15 ng/ml. The other falsely elevated troponin I values did not result in pt interventions.